Event description:
The customer reported oil mist coming from their unit. The customer reported three or four employees complaining of a cough with the oil mist. None of the employees saw a doctor or required treatment for the symptom. The employees stropped coughing when the oil mist stopped. The customer declined to share identifying information about the employees. The asp field service engineer repaired the unit.